Manufacturer narrative:
Other applicable components are: product ID: 3775, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. The patient reported that her machine wasn¿t working at all and she couldn¿t use it. The patient reported that the patient programmer (pp) was showing an empty battery other part couldn¿t charge it. It was determined the patient was describing the recharge the ins screen on the pp and the recharger showed no pictures, nothing and she needed a replacement belt. The patient reported that she recharged every thursday. The patient also reported that she was in a lot of pain because stimulation had stopped. The patient reported that she could feel the battery was empty and her leg had started to swell. The patient reported that she had issues with her implant before. When asked to troubleshoot the patient became upset and reported that nothing was working. It was reported that the patient was getting the reposition antenna message on the recharger. The patient wanted a desktop charger because the connector was broken. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found a broken connector pin. If information is provided in the future, a supplemental report will be issued.